Manufacturer narrative:
(B)(4)

Event description:
It was reported to gore that the physician was working with gore-tex® suture cv2 on ps4 needle (2u22) when one "bullet" (needle) popped off of the end of the suture. The "bullet" (needle) was not able to be located. Images taken following the procedure showed no foreign objects in the patient.

Manufacturer narrative:
The device and lot number were requested, but not provided by the complainant, therefore no testing methods were able to be performed. No results available since no evaluations were performed. Device was not returned to the manufacturer.

Manufacturer narrative:
(B)(4)